Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient reported that the receiver stopped working. No medical intervention was reported. Additional event or patient information is not available. No product or data were provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined.